Manufacturer narrative:
Printed circuit board (pcb).

Event description:
While onsite to service the ventilator, the manufacturer's service representative reported during operation the ventilator would not recognize that an oxygen source was connected when there was an oxygen source connected. The service technician reported finding a connection on the sensor pcb board was loose. The service technician replaced the sensor board. Applicable final testing was completed and tests passed to operating specifications. The reported finding may result in the vent switching over to an air gas source to continue to provide ventilatory support to the patient. Loss of the oxygen source can be detrimental to a patient if this type of event occurs.